Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Stroke is a well documented potential complication of this type of procedure and strokes affecting the speech center are usually associated with a left sided infarct. The lesion treated in this procedure was the left carotid. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
Per study, a new diagnosis of stroke was reported. The patient is a male with a history of stroke, hypertension and smoking. In 2009, he underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and replacement of one precise pro rx stent in the left ostial to proximal ica. The site reported a 20% final residual stenosis. The site reported that the patient experienced a tia event after the procedure. The patient had dysarthria that lasted <24 hours and there was full recovery with no deficit. The progress note at 15:00 hours noted that the patient had slightly slurred speech. The next day, at 09:40 hours, the attending physician noted that the patient was stable and neurologically intact. (Previously captured and processed in complaint file as tia). At 11:00 hours, the research nurse documented that the patient was having episodes of slurred speech with other speech being clear. The research nurse contacted the attending about the slurred speech which was "new from yesterday". A head CT order was obtained. A head CT without contrast was performed. According to the dictated report the findings were as follows: an area of low density moderate in size, in the left front parietal region is seen. It is consistent with edema and may represent early infarct. Follow-up would be of benefit. The ventricles are normal in size and position without mass effect or midline shift. The results were discussed with the attending physician. The next day at 08:18 hours, the attending physician noted that the patient was doing well with no residual speech difficulties, the assessment was: carotid disease, carotid stent left carotid artery the day of event, hypertension, history of stroke 2 years ago. The plan was: status post carotid stent, speech difficulty yesterday that now has resolved. Discharged home with clopidogrel and follow-up in 4 weeks. The research nurse noted at 09:20 hours that the nih stroke scale score was 0 and the patient was back to baseline. The slurred speech was gone. The nurse also noted that the patient talked fast and was soft-spoken so "can be difficult to hear". It was noted that he seemed forgetful having repeated the same thought in a 10-15 minute period. The research nurse was going to inform the attending physician and follow the patient. Pre-procedure, the nih stroke scale score was 0 and the rankin score was 0. Post-procedure at 11:00 hours, the nih stroke scale was 1 due to mild to moderate dysarthria and the rankin score was 0. On the third day, at 09:20 hours, the nih stroke scale score was 0 and the rankin score was 0. The patient was discharged that day on asa and clopidogrel. The following month, the 30-day follow-up was performed. The nih stroke scale score was 0 and the rankin stroke scale score was 0.